Manufacturer narrative:
(B)(4). The return status was initially reported as returning but has now been reported as discarded or not returning. The return status has been changed from yes to no. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information received: the procedure was to treat a mildly tortuous and heavily calcified mid left anterior descending artery.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.5 x 20 mm trek balloon catheter was being used for pre-dilatation when the balloon ruptured on the second inflation. An unspecified balloon was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.